Event description:
It was reported that a home patient experienced an infection, coincident with peritoneal dialysis therapy. The cause of the infection was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the infection. It was not reported if peritoneal dialysis therapy was ongoing. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.